Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 153495 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 153495 test base part number 195-430h / lot: 149466. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153495 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153495 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it is most likely related to issues including the interpretation of the result based off the photo review of the images provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag self test. The customer reported a faint sample line on the first test and the second test generated negative result with the binax now covid-19 ag self test performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results.